Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not synchronized to ehr due to misconfiguration. A technical support specialist (tss) dialed into the device, confirmed the configuration, and made the requested setting changes. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mfb6south was not communicating with electronic health record or epic. As a result, the formulary was not transferring from pyxis to epic, preventing staff from pulling medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.